Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachycardia lead sustained a possible fracture at the distal end of the proximal electrode. Attempts to obtain additional information were unsuccessful. All available information indicates that no intervention was performed. No adverse patient effects were reported. The status of this lead is unknown.